Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a percutaneous transluminal angioplasty (pta) procedure via a 6f sheath. Reportedly, after clip deployment (step 4), the device was stuck and could not be removed. The access ports and safety release were used; however, the device remained stuck. Surgical cut down was performed to remove the device from the patient anatomy. It was noted that part of the vessel was stuck in the collapsed vessel locator wings. A patch was used to repair the vessel. The device and starclose clip were removed during the cut down surgery. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported clip separation was confirmed. The reported bends were confirmed based on the returned device condition. The reported device entrapment the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The returned device and clip condition indicate an insufficient nick and spread of the tissue tract. This could contribute to the reported device entrapment (device remained stuck) and tissue damage such that the clip would be subjected to high stress due to interactions between the clip, patient tissue and the vessel locator wings. The reported bends appear to be related to handling during surgical cut down to remove the device from the anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed report, analysis of the returned device found that the shaft and control wire were bent. The deployed clip was returned with biological materials and separated loops. The separated loops of the clip were not returned. Follow-up with the account confirmed that the shaft and control wire were noted to already have been bent when the cut down was performed. There were tiny wire fragments aside from the wings and clip that were presumed to be from the clip loops, but these were all fragmented. All portions of the fragments/clip loops were believed to have been removed from the patient during the cut down surgery. No additional information was provided.